Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. There was no reported adverse effect to the customer's blood glucose level. At the time of troubleshooting issue was resolved. Customer continued to use pump for insulin therapy. No additional patient or event information was available.